Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalization [hospitalisation]. Intermittent fault. The device would sometimes dispense too much insulin and sometimes none at all [device delivery system issue]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "hospitalization(hospitalization)" with an unspecified onset date, "intermittent fault. The device would sometimes dispense too much insulin and sometimes none at all (device delivery system issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "type 1 diabetes", patient's height, weight and body mass index were not reported. Dosage regimens: novopen: not reported. Current condition: type 1 diabetes (duration was not reported). Patient was hospitalised due to an intermittent fault with novopen. The device was sometimes dispensing too much insulin and sometimes none at all. Details of hospitalization not reported. Batch numbers: novopen: not available. Action taken to novopen was reported as product discontinued. The outcome for the event "hospitalization(hospitalization)" was recovered. The outcome for the event "intermittent fault. The device would sometimes dispense too much insulin and sometimes none at all (device delivery system issue)" was recovered. No further information available. Preliminary manufacturer's comment: (B)(6)2024: the specific name of the device is unknown. The relevant information on clinical events due to device malfunction, leading to hospitalisation is unavailable. The suspected device novopen has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Case description: investigational result: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. No further information available. Final manufacturer's comment: 10-jan-2025: the specific name of the device is unknown. The relevant information on clinical events due to device malfunction, leading to hospitalisation is unavailable. The suspected device novopen has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen and reason for hospitalisation. H3 continued: evaluation summary. Novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available.